Manufacturer narrative:
The insulin pump was monitored. All operating currents tested within specific range. No failed battery test alarms or blank display noted. The device passed prime, displacement and basic occlusion test. The insulin pump was received with a stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Testing unable to confirm motor position encoder error alarms in alarm history due to displayable history check failed alarms. These alarms were due to corrupted history files. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, failed battery test alarm, and blank display. The blood glucose at the time of the incident was 5.1 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.